Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history record and lot history could not be reviewed. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted in order to establish a potential failure mode for the device. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported four cassettes leaked during the priming stage. There was no patient involvement and harm to the operating room staff was not reported. The product samples were not retained. Additional information was requested; however, none has been received to date.